Manufacturer narrative:
One titan pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned device revealed a separation within the longer pump exhaust tubing. Testing revealed this to be a site of leakage. Microscopic evaluation revealed that the surfaces at the site of separation were rough and irregular, indicating sufficient stress had been exerted to separate the site. Microscopic evaluation revealed partial separations within abrasion on all pump tubing, indicating repetitive contact between surfaces. Testing revealed these to not be sites of leakage. Surface abrasion was noted on all pump tubing. No functional abnormalities were noted with cylinder 1, cylinder 2 or the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation in the longer pump exhaust tubing. A separation of this type may then allow the loss of fluid, rendering the device inoperable. A review of the complaint history database, non-conformance's and capas revealed no trends for this lot.

Event description:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2011, removed and replaced on (B)(6) 2020 due to a crack in the tubing to the reservoir. The physician left the old reservoir in the patient. When he tried putting some tension on the tubing to see if he could get it out, it tore the rest of the way through. He trimmed what he could of the remaining tubing and left the reservoir alone. Patient received a new titan touch implant.